Event description:
It was reported that the patient, implanted on (B)(6) 2000, lost his hearing after the hernia operation. Before operation the patient was having good hearing perception. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.